Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2004 the patient presented with the preoperative diagnosis of lumbar spondylosis and spinal stenosis. The patient underwent surgery which consisted of a lumbar decompression; bilateral laminectomy with neuro foraminotomy, l2-l3, l3-l4, l4- l5, and l5-s1; posterolateral fusion, l2-l3, l3-l4, l4-l5, and l5-s1; morsellized autograft; and application of bmp. Per the operative notes ¿¿we then place bmp autologous bone previously prepared on the back table wrapped around calcium phosphate filler and this is packed into lateral margins bilaterally, covered with morsellized autograft obtained previously and 60 ml of crushed cancellous allograft. These are all packed in the lateral margins bilaterally¿.¿ no patient complications were reported. A post op x-ray showed extensive anterior bony spurring with some bony bridging from t11-12, t12-l1, l1-2 and incomplete bonny bridging at l2-3 and l3-4. There was some irregularity and anterior spurring at l5 as there was posterior spurring at l2-3, l3-4 and l4-5 also. The alignment appeared to be satisfactory. On (B)(6) 2004, the patient presented with small double knot at the superior aspect of the incision but no evidence of infection. Radiographs of the lumbar spine showed degenerative curvature with apex to the right in the lumbar spine. Central decompression was noted at l2-s with posterolateral fusion mass, l2-s1. Medications: lortab and ambien. On (B)(6) 2004 the patient presented with significant improvement but still had some pain. Per the encounter notes the patient had also lost 40lbs due to discontinuing alcohol. Radiographs of the lumbar spine showed early incorporation of the posterior lateral graft material. Central decompression was noted. Overall alignment was unchanged when compared with previous. On (B)(6) 2005 the patient presented with dramatically improved pain and some lower extremity weakness and endurance issues. The patient was going to wean out of the brace. On (B)(6) 2005 the patient presented with continued low back pain and increased left shoulder pain. An x-ray of the shoulder showed an ac hypertrophy; no glenohumeral impingement. Diagnosis: arthritis. The patient was positive for a left shoulder impingement sign. Medications: celebrex. On (B)(6) 2005 radiographs showed a slight lateral listhesis of 1 cm. Abundant posterolateral fusion graft was noted, unchanged when compared with previous radiographs, slightly improving consolidation. On (B)(6) 2005 the patient presented with occasional low back pain with specific movements. Radiographs showed a slight lateral listhesis of 1 cm. Abundant posterolateral fusion graft was noted, unchanged when compared with previous radiographs, slightly improving consolidation. Assessment: left shoulder impingement syndrome. On (B)(6) 2005 the patient reported some painful prominence at the superior end of the construct as the spinous process rubs on chairs when he sits back. Radiographs of the lumbar spine showed decompression non-instrumented fusion appearing solidly healed from l3 to s1. No change in the curvature was appreciated when compared to previous.